Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was cut. The cause of the non-functional response buttons is the damaged cable. The root cause of the cut cable cannot be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.